Manufacturer narrative:
Concomitant medical products: product ID: 978a128, lot#: va2d3eq, implanted: (B)(6) 2021, product type: lead. Other relevant device(s) are: product ID: 978a128, serial/lot #: (B)(4), ubd: 10-dec-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the interstim lead migrated and the patient (pt) is scheduled for a revision surgery. Caller requested to contact  rep. Redirected caller to national answering service. No symptoms were reported.